Event description:
A malfunction was reported on the pump by the caller, and no notable events were mentioned before the malfunction occurred. The impact on the customer¿s blood glucose level was not reported, as the caller declined to answer whether the blood glucose exceeded the specified threshold. The customer chose to use a multiple daily injection method as a backup therapy for insulin delivery. Technical support confirmed the shipping address and sent a replacement pump while instructing the caller on how to put the malfunctioning pump into storage mode and return it using a pre-paid label. The caller understood the steps required upon receiving the replacement pump.